Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reached mol1 or mol2 three months previously (monitoring voltage 3.04v) and was now at eol and thus was scheduled for replacement. It was reported that the patient had not heard beeping tones.